Event description:
The customer obtained false negative hbsag and anti-hiv quality control results using ocd and non-ocd controls. The investigation determined this event to be consistent with a malfunction which could cause negative troponin 1, ckmb and beta-hcg patient results to be reported. There was no report of patient harm as a result of this event.